Event description:
It was reported that the patients implantable pulse generator (ipg) had to be charged frequently and for a long period of time. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not released by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) had to be charged frequently and for a long period of time. The patient underwent an ipg replacement procedure.